Event description:
It was reported by resmed germany that during incoming inspection, a system fault occurred on an astral device indicating a software task error. The device was not in use when the fault occurred, therefore, there was no patient involvement. MFR report# 3004604967-2014-00065.